Manufacturer narrative:
Date rec'd by MFR: 16jul2019. Customer replaced outlet port which corrected the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. Customer resolved.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 21dec2018. Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit had an outlet broken off. The customer reported there was no patient involvement. The event date was not specified; estimate used.